Manufacturer narrative:
Added information to section a2 (age at time of the event, date of birth), a3 (gender), a4 (patient weight) as patient demographics were finally provided. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation, it could be concluded that this issue is most potentially related to the supplier process, the supplier has been notified in order to perform an investigation to avoid the recurrence of this issue. Additionally, it was verified that there are manufacturing controls to avoid potential causes related to the identified malfunction.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results

Event description:
As reported, during use in patient with this pressure monitoring set, no correct reading of invasive cvp (central venous pressure) was displayed. The problem was solved replacing the transducer. There was no allegation of patient injury. The device is expected to be returned for analysis; however, it has not yet been received.

Manufacturer narrative:
Updated section b5 (describe event or problem) and h6 (type of investigation). One pressure monitoring set was received by our product evaluation laboratory for a full examination. The report of "no correct reading" was confirmed. Disposable pressure transducer (dpt) did not zero nor sense pressure on pressure monitor. Electrical testing showed that input impedance met specification, but output circuit was in open condition. No visible damage was found at dpt cable connector, cable, sensor chip or solder joints of dpt. Continuity testing confirmed that circuit was continuous between sensor chip and cable, but open condition between contact plates and cable. Examination of the connector after the plates were removed confirmed that #3 leadwire had not been completely inserted into the connector. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this pressure monitoring set, no correct reading of invasive cvp (central venous pressure) was displayed. Although there were no error messages showed, the patient was not treated according to the wrong values, since they were not plausible. The problem was solved replacing the transducer. There was no allegation of patient injury. Patient demographics unable to be obtained.